Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 02-jun-2025. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a pentaray nav catheter and observed the outer insulation was coming apart. When the packaging was opened for the pentaray nav catheter, they discovered one of the splines was slightly bent back towards itself. The outer insulation was coming apart. No damage to the packaging was noticed. When the catheter was replaced, the issue resolved. There was no patient consequence reported. Multiple attempts have been made to obtain clarification of this complaint. However, no further information has been made available. The ¿spline slightly bent back towards itself¿ issue was assessed as non MDR reportable. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote. The ¿outer insulation was coming apart¿ issue was assessed as MDR reportable.

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a pentaray nav catheter. When the packaging was opened for the pentaray nav catheter, they discovered one of the splines was slightly bent back towards itself. The outer insulation was coming apart. No damage to the packaging was noticed. When the catheter was replaced, the issue resolved. There was no patient consequence reported. The device evaluation was completed on 15-jul-2025. The device was returned for evaluation. A visual inspection, and irrigation test, and scanning electron microscope (sem) of the returned device was following johnson & johnson medtech procedures. Visual analysis revealed that the spline was observed bent, broken and with internal parts exposed. In addition, an obstruction was observed in the irrigation hole. Due to the obstruction, an irrigation test was performed, and the device was not able to irrigate. Then, a sem was required to analyze the foreign material in the irrigation hole and it was identified that the foreign material was composed by inorganic material per the element observed, it could be saline solution, this could be related with the use of the device during the procedure. A manufacturing record evaluation was performed, and no internal actions related to the reported complaint condition were identified. The spline and tip issues reported by the customer were confirmed. The potential cause of the issues can be related for the use during the procedure, however; this cannot be conclusively determinized. The obstruction identified during the analysis is an issue unrelated to the event reported by the customer. The potential cause of occlusion/obstruction could be related to the use of the device during the procedure; however, this cannot be conclusively determined. The instructions for use contain (IFU) the following warning and precaution: do not introduce the catheter into a guiding sheath with the catheter¿s distal spines folded backward toward the handle. Collapse the spines together using the insertion tube prior to insertion. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: investigation findings: mechanical problem identified (c07) / investigation conclusions: cause not established (d15) / component code: tip (g04129) were selected as related to the customer¿s reported ¿outer insulation was coming apart¿ issue. In addition, biosense webster inc. Analysis finding of the ¿spline was broken and with internal parts exposed¿. -investigation findings: operational problem identified (c13) / investigation conclusions: cause not established (d15) / component code: hose (g04069) were selected as related to the biosense webster inc. Analysis finding of the ¿obstruction was observed in the irrigation hole and the device was not able to irrigate¿. Investigation findings: mechanical problem identified (c07) / investigation conclusions: cause not established (d15) / component code: tip (g04129) were selected as related to the customer¿s reported ¿spline was slightly bent back towards itself¿ issue. In addition, biosense webster inc. Analysis finding of the ¿spline was observed bent¿. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).